Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and lymphadenopathy.

Event description:
Healthcare professional reported right side "capsular contracture grade iii/IV," "radial folds," and "lymph nodes of residual inflammatory type." The report of ¿discrete fibrocystic changes, together with mild ectasia of milk ducts" and "cysts" have been deemed not device related. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side "capsular contracture grade iii/IV," "radial folds," and "lymph nodes of residual inflammatory type." The report of ¿discrete fibrocystic changes, together with mild ectasia of milk ducts" and "cysts" have been deemed not device related. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.